Event description:
It was reported this device was used during a biopsy procedure and a perforation of the mucus membrane was noted. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be sent at that time. The device has been destroyed by the user facility. Therefore, a device analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. Without additional details regarding the circumstances surrounding this event, company is unable to determine the cause for this event.